Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the tip to ring of the right ventricular (rv) lead. The lead was explanted and replaced. On extraction it was noted that the lead was not sutured down with a suture sleeve, rather there was a ligature sutured directly to the lead body. No further patient complications have been reported as a result of this event.